Event description:
As reported by the study, 11 months after percutaneous coronary intervention (pci), the patient had angina pectoris during exercise, recognizable from the index procedure. The coronary angiography showed in-stent thrombosis in the cypher stent. The angiography also revealed 80% focal in-stent peri-stent proximal restenosis. There was no aneurysm at the site of the procedure. A repeat pci was not possible and a coronary artery bypass graft (CABG) was scheduled for 12 days. They attached the lima to the lad. This patient was discharged four days after the CABG.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit with stable angina pectoris as the primary indication for intervention and 1-vessel disease was found. The patient had a body mass index (bmi) of 24.42 and no additional medical history. The patient's heart rate at the beginning of the procedure was 69 and the blood pressure was 132/93. Left ventricle ejection fraction (lvef) was not available. Pre and post-procedure cardiac enzymes were not documented. Pre-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 90% de novo lesion in the proximal left interior descending artery (lad) of 16 mm in length in a 3.0 mm vessel diameter. The (b2) eccentric lesion was characterized as ostial, a smooth contour, little to no calcification and thrombus absent. A 3.0 x 18 mm cypher select plus was deployed at 8 atmospheres (atm) by direct stenting with satisfactory results. Post-dilation was conducted with a 4.0 x 12 mm balloon at 10 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not recorded. There were no procedural complications and the patient was discharged home on the following day. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and beta-blockers. At the 1-month follow-up interval with the patient, he was asymptomatic. Post-procedure medications were the same. No new adverse events were reported. At the 6-month follow-up interval with the patient, he was asymptomatic. Post-procedure medications were the same. No new adverse events were reported. At the 1-year follow-up interval (with the cardiologist), the patient was asymptomatic. The physician discontinued clopidogrel. Please note that this device is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.